Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2018-09371. It was reported during routine reprogramming, high impedance values were discovered on 1-8 lead contacts. Reportedly, x-rays were taken and identified a possible lead fracture. However, coverage was restored with reprogramming. Follow-up identified surgical intervention was undertaken wherein the left lead was explanted and replaced with a new lead due to high impedance values as well as a fracture. Effective stimulation was restored postoperatively thus resolving the issue.

Manufacturer narrative:
Corrected data: product return section was inadvertently omitted from the initial MDR submission. Product return section updated.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2018-09371.

Event description:
Device 1 of 2 : reference MFR. Report#1627487-2018-09371.